Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Event description:
It was reported that during the restocking of trays, the day after a procedure, the tab was broken off two holding sleeves. It is unknown how or when the breakage occurred. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with one prong of the holding sleeve broken off and was not sent back for investigation. There are several signs of use, including stress marks and slight dents all over the instrument. Some deformations are located at the forefront of the tube which are indicative of continuous usage. Without the broken prong no complete investigation is possible as this part cannot be evaluated. The fracture face is homogenous which indicates material conformity. Production development reports that this device requires these flanges to serve their designed purpose. The event description does not offer any suggestion as to what the instruments were being subjected to when they were damaged. Functional evaluation showed that the holding sleeves still hold a click¿x screw in their damaged state. A definite cause for this complaint has not been identified and there is no apparent indication that there is a design-related issue with these instruments. Based on the information provided this complaint is considered indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.